Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a deviation between the stylus and the cursor and additionally noted that there were errors in the update history as well as that the paper drawer and printer tray were missing. The touch screen assembly and paper drawer were replaced, the touch screen was calibrated, new software installed, the unit was cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a deviation between the stylus and cursor on the screen and that a calibration attempt was unable to resolve. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.